Manufacturer narrative:
Additional information: due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl lateral meniscal repair, t2 failed to implant. A backup device was available to complete the procedure, no patient injuries were reported.